Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an infant allegedly had "skin broken down across the bridge of the nose as a result of using bubble CPAP with the flexitrunk & nasal mask". It was further reported that the skin of the infant was "healing well". No medical or surgical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint bc800 infant nasal mask is not expected to be returned to fph (B)(4) for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Manufacturer narrative:
(B)(4). The complaint bc800 infant nasal mask is not expected to be returned to fph (B)(4) for investigation as the hospital has reported that it has been discarded. Our analysis is based on the event description, photo and additional information provided by the hospital. The photograph provided by the hospital staff showed that the infant had broken skin across the bridge of the nose. It was further reported that the complaint bc800 infant nasal mask was used in conjunction with fph bc161 bubble CPAP circuit; however, no circuit support device was used while the interface devices were connected to the infant. The symptoms of injury appeared 24 hours after the infant was on the bubble CPAP set-up. Additional information received from the hospital revealed that the fph infant nasal mask and prongs were used on the infant alternately every six hours. The first indentation on the septum and nasal bridge of the infant was noticed after six days of using the interface devices and it became bruised looking after a further five days. At times the mask would be used for 24 hours if the nares or septum was damaged more. The infant remained on bubble CPAP setup for almost a month. The hospital has been using the fph infant interfaces for a long time but they are new user of the fph infant nasal masks. The fph product specialist confirmed that the clinical nurse educators, clinical nurse specialists and nursing staff of the hospital were trained in (B)(6) 2010 on the proper use and fitting of fph infant interface including bc800 infant nasal mask. The clinical nurse educators and specialists are providing ongoing training with the hospital staff. The hospital also confirmed that further reminders and teachings to the staff were focused around using an extra circuit support device and encouraged position change every 3 to 4 hours in fragile infants. The user instructions that accompany the fph infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices. The following check is also stated in the user instructions: "check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. We recommend hourly checks. Alternating between mask and prongs can reduce the risk of irritation". No medical or surgical intervention to the infant was reported. The hospital further confirmed that the infant is "alive and well". This is the only complaint of this nature that we received for fph infant nasal masks in the past 12 months to (B)(4) 2011. Device not returned to manufacturer.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an infant had "skin broken down across the bridge of the nose as a result of using bubble CPAP with the flexitrunk & nasal mask". It was further reported that the skin of the infant was "healing well". No medical or surgical intervention was reported as a result of this incident.